Event description:
It was reported that a patient allegedly fell due to the staff shutting off the bed exit alarm because it was falsely alarming. No information has been provided regarding the alleged patient fall or extent of any injuries.

Manufacturer narrative:
The unit was evaluated and no defect or malfunction was found. The user facility was re-educated on the use of the bed exit system.

Event description:
It was reported that a patient allegedly fell due to the staff shutting off the bed exit alarm because it was falsely alarming. No information has been provided regarding the alleged patient fall or extent of any injuries.